Manufacturer narrative:
One device was returned for analysis. Visual inspection showed the pump was in good condition. The tamper seal was not removed. There was no evidence to review in the device's event history log. A functional test was performed and the reported issue was not duplicated. It was determined that the most probable cause was due to a defective downstream sensor or cassette product. As a result, the downstream sensor and upstream sensor were re-calibrated. A service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump exhibited an unknown error. It was unknown if there were any adverse patient effects.

Manufacturer narrative:
Additional information was received, the event occurred during patient use. There were unknown adverse effects.